Manufacturer narrative:
Clinical review: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the patient¿s fluid retention leading to pulmonary edema, characterized by dyspnea. The cause of the patient¿s fluid retention and pulmonary edema cannot be determined as the root cause remains unknown; however, it was stated by a medical professional the patient may be a positional drainer during pd therapy. Fluid overload and its impact on pulmonary edema is a known complication of pd therapy. The cause of fluid retention and pulmonary edema in patients on pd is multifactorial and may include noncompliance to dietary restrictions, peritoneal membrane failure, worsening underlying cardiovascular disease and others. Regardless, in the absence of a reported root cause of this patient¿s fluid retention and pulmonary edema, the liberty select cycler cannot be excluded as a source or contributor to this adverse event. Based on the available information, though an allegation exists stating this event was due to the performance of the liberty select cycler, there is no objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s fluid retention and pulmonary edema. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported being hospitalized with fluid retention and fluid in lungs. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 with pulmonary edema, attributed to pd therapy. The patient experienced dyspnea upon admission as a result of the pulmonary edema. It was affirmed the patient was not undergoing a ccpd treatment on the liberty select cycler when symptoms initially presented. Though the patient¿s pulmonary edema was attributed to fluid retention as a result of pd therapy, no malfunction or deficiency was found concerning the patient¿s liberty select cycler or any fresenius product(s) used for pd therapy. It was explained, the patient may be a positional drainer during pd therapy, but it could not be confirmed whether this was the cause of fluid retention. Additionally, the patient is using the same liberty select cycler at home following this hospitalization without incident. The patient¿s pd catheter (not a fresenius product) was checked in the hospital and no abnormalities were found. Since the patient¿s pd catheter was found in normal working order, the root cause of the patient¿s pulmonary edema was not determined by the outpatient clinic. The patient was able to undergo continuous ambulatory pd (capd) utilizing manual dialysis solutions (unknown brand) for the duration of the hospital admission as capd was the preference for renal replacement therapy in the admitting facility. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It could not be confirmed whether the patient¿s fluid retention leading to pulmonary edema was related to the performance of any fresenius product(s) or device(s) as the root cause remains unknown.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Valve actuation passed. System air leak passed. As received treatment was performed without any failures or problems. An internal visual inspection of the returned cycler encountered no discrepancies. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported being hospitalized with fluid retention and fluid in lungs. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 with pulmonary edema, attributed to pd therapy. The patient experienced dyspnea upon admission as a result of the pulmonary edema. It was affirmed the patient was not undergoing a ccpd treatment on the liberty select cycler when symptoms initially presented. Though the patient¿s pulmonary edema was attributed to fluid retention as a result of pd therapy, no malfunction or deficiency was found concerning the patient¿s liberty select cycler or any fresenius product(s) used for pd therapy. It was explained, the patient may be a positional drainer during pd therapy, but it could not be confirmed whether this was the cause of fluid retention. Additionally, the patient is using the same liberty select cycler at home following this hospitalization without incident. The patient¿s pd catheter (not a fresenius product) was checked in the hospital and no abnormalities were found. Since the patient¿s pd catheter was found in normal working order, the root cause of the patient¿s pulmonary edema was not determined by the outpatient clinic. The patient was able to undergo continuous ambulatory pd (capd) utilizing manual dialysis solutions (unknown brand) for the duration of the hospital admission as capd was the preference for renal replacement therapy in the admitting facility. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It could not be confirmed whether the patient¿s fluid retention leading to pulmonary edema was related to the performance of any fresenius product(s) or device(s) as the root cause remains unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported being hospitalized with fluid retention and fluid in lungs. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 with pulmonary edema, attributed to pd therapy. The patient experienced dyspnea upon admission as a result of the pulmonary edema. It was affirmed the patient was not undergoing a ccpd treatment on the liberty select cycler when symptoms initially presented. Though the patient¿s pulmonary edema was attributed to fluid retention as a result of pd therapy, no malfunction or deficiency was found concerning the patient¿s liberty select cycler or any fresenius product(s) used for pd therapy. It was explained, the patient may be a positional drainer during pd therapy, but it could not be confirmed whether this was the cause of fluid retention. Additionally, the patient is using the same liberty select cycler at home following this hospitalization without incident. The patient¿s pd catheter (not a fresenius product) was checked in the hospital and no abnormalities were found. Since the patient¿s pd catheter was found in normal working order, the root cause of the patient¿s pulmonary edema was not determined by the outpatient clinic. The patient was able to undergo continuous ambulatory pd (capd) utilizing manual dialysis solutions (unknown brand) for the duration of the hospital admission as capd was the preference for renal replacement therapy in the admitting facility. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It could not be confirmed whether the patient¿s fluid retention leading to pulmonary edema was related to the performance of any fresenius product(s) or device(s) as the root cause remains unknown.

Manufacturer narrative:
Correction: a.4.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported being hospitalized with fluid retention and fluid in lungs. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 with pulmonary edema, attributed to pd therapy. The patient experienced dyspnea upon admission as a result of the pulmonary edema. It was affirmed the patient was not undergoing a ccpd treatment on the liberty select cycler when symptoms initially presented. Though the patient¿s pulmonary edema was attributed to fluid retention as a result of pd therapy, no malfunction or deficiency was found concerning the patient¿s liberty select cycler or any fresenius product(s) used for pd therapy. It was explained, the patient may be a positional drainer during pd therapy, but it could not be confirmed whether this was the cause of fluid retention. Additionally, the patient is using the same liberty select cycler at home following this hospitalization without incident. The patient¿s pd catheter (not a fresenius product) was checked in the hospital and no abnormalities were found. Since the patient¿s pd catheter was found in normal working order, the root cause of the patient¿s pulmonary edema was not determined by the outpatient clinic. The patient was able to undergo continuous ambulatory pd (capd) utilizing manual dialysis solutions (unknown brand) for the duration of the hospital admission as capd was the preference for renal replacement therapy in the admitting facility. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It could not be confirmed whether the patient¿s fluid retention leading to pulmonary edema was related to the performance of any fresenius product(s) or device(s) as the root cause remains unknown.